Event description:
It was reported the pt had some pain at her ipg site. The physician revised the location of the pocket site to her abdomen. The issue was resolved as a result of the procedure.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.